Event description:
It was reported that bd ultra fine¿ pen needles insulin is running down from the injection site and the consumer is unsure if she's getting the full dose. This was discovered during use. The following information was provided by the initial reporter: material no: 320109 batch no: 8100752 it was reported irregular blood sugar numbers recently with the pen needles from current lot #, pain with injections in the stomach area and she also noticed insulin running down from the injection site so consumer is unsure if she is getting her full medication dose.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: customer returned (3) sealed 8mm, 31g pen needles from lot # 8100752. Customer states that there is irregular blood sugar numbers recently with the pen needles from current lot #, pain with injections in the stomach area and she also noticed insulin running down from the injection site so consumer is unsure if she is getting her full medication dose. All returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 31g: 0.0100¿-0.0105¿): data: point outer diameter (in) lube sample 1 good, 0.0102 , good, sample 2 good, 0.0102 , good, sample 3 good, 0.0102 , good, all samples were also tested and all were able to expel properly. No defects were observed on any of the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles insulin is running down from the injection site and the consumer is unsure if she's getting the full dose. This was discovered during use. The following information was provided by the initial reporter: material no: 320109, batch no: 8100752. It was reported irregular blood sugar numbers recently with the pen needles from current lot #, pain with injections in the stomach area and she also noticed insulin running down from the injection site so consumer is unsure if she is getting her full medication dose.